Event description:
Medtronic received information that four years, six months post implant of this annuloplasty band in the mitral position, this band was explanted and replaced with a medtronic bioprosthetic surgical valve due to mitral regurgitation from the failed native valve. No performance allegations against the device and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned to medtronic for analysis, as it was discarded by the customer. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).